Event description:
It was reported that the initial procedure in 2002, was to treat lesion in the proximal lad (de novo, ostial, with calcification), and in the mid lad, and one in the first diagonal. After pre-dilatation, the 2.75/28 tristar was placed in the proximal lad. In 2003, the pt returned to the hosp due to pneumonia. The pt's condition was not good at that time, so a coronary angiogram was not performed. 19 days later, ptca was performed for a chronic total occlusion in the proximal lad, using a 1.5mm balloon inflated to 15 atm, and using a 2.5mm balloon inflated to 10 atms for the mid lad. At this time, a dissection was noted in the mid lad, so two sets of 2.5x20mm stents were implanted in the mid lad to treat the dissection. It is unknown when the proximal lad became occluded. Some time after the procedure, the pt died; however, the date and cause are unknown.